Event description:
The individual in question has experienced a noticeable deterioration in cognitive function, emotional regulation, and decision-making since an unapproved medical intervention, believed to be the implantation of a deep brain stimulation device. The device is typically used for the treatment of neurological conditions such as parkinson's disease, essential tremor, and severe depression, through electrical impulses to specific regions of the brain. However, the implantation described in this case was unauthorized and performed without the individual's consent, leading to profound disruptions in brain function. Symptoms and impact on cognitive and emotional function: since the suspected implantation, the individual has reported the following symptoms, which suggest interference with normal brain activity: cognitive impairment: difficulty concentrating and processing complex thoughts. Reduced ability to engage in problem-solving or creative thinking. Frequent episodes of confusion and memory lapses. Emotional dysregulation: increased emotional numbness or flatness. Difficulty identifying or processing emotions in response to stimuli. Unusual mood swings or periods of emotional volatility, inconsistent with prior behavioral patterns. Decision-making impairments: anomalies in decision-making, with reduced autonomy in choosing actions. Tendency to follow external suggestions or commands, seemingly without full conscious control. Biological markers of dbs implantation: the following biological markers suggest the presence of a dbs implant in the individual's head and body: neuroimaging results: magnetic resonance imaging (MRI): the individual's brain scans reveal the presence of abnormal structures consistent with a dbs lead implanted in the subthalamic nucleus or other neural regions typically targeted by dbs procedures. Computed tomography (CT) scan: the scans show metallic objects within the cranial cavity, indicating the presence of electrodes or other implant components typically associated with dbs devices. Electrophysiological evidence: abnormal electrical activity: eeg (electroencephalogram) tests have revealed unusual electrical patterns in the brain that may be attributed to external electrical impulses from an implanted device. Magnetoencephalography (meg): this technique has identified signals consistent with artificial electrical stimulation, which is known to emanate from implanted medical devices like dbs systems. Physical evidence: scalp and neck sensitivity: upon close examination, the individual reports pain or discomfort around the surgical site, including the scalp or neck, where a device may have been implanted. Surgical scarring: there is noticeable scarring on the scalp or behind the ear, consistent with the surgical procedure required for dbs implantation. Correlation with symptoms: the symptoms experienced by the individual align with known side effects of dbs implantation. These include cognitive and emotional disturbances, as the device interferes with brain regions responsible for decision-making, emotion regulation, and cognitive processing. In some cases, the side effects can be exacerbated if the device is improperly programmed or activated without proper oversight. Conclusion and recommendations: the implantation of a dbs device in the individual's brain without consent represents a serious violation of their rights and has led to significant impairment of mental and emotional function. The biological markers provided support the hypothesis that the individual has been illegally implanted with a dbs device. It is strongly recommended that an immediate medical investigation take place, including further imaging and tests to confirm the presence of the device, followed by appropriate removal or reprogramming to restore normal brain function and autonomy.